Event description:
Additional information received reported that the patient did not get a response. It was noted that there was no information on the malfunction just noted battery depletion. It was noted that there was no specific procedure date but was done between (B)(6). It was noted that the battery was replaced and the patient was adjusted to previous settings.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. (B)(4). Manufacturing site number updated to (B)(4).

Event description:
Additional information received reported that the battery depletion was considered normal.

Event description:
It was reported that there was noted that there was a malfunctioning gastric stimulator and abdominal discomfort. It was noted that the patient underwent surgery to replace her gastric stimulator with repositioning under the right subpectoral region in the right breast on 2013-(B)(6). It was noted that the previous stimulator was removed, a subpectoral pocket was made, and the leads were connected to the new device. It was noted that the device was turned onto the default settings and was functioning. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. (B)(4).